Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device after an unspecified procedure. It was reported that the physician encountered "heavy" resistance during deployment and when attempting to remove the device from the artery. It was reported that the device broke at the section where the guide meets the distal guide. The patient was taken to surgery for device removal. It was reported that the patient is doing "well". Multiple attempts have been made to obtain additional information form the customer but no information has been made available.

Event description:
The following additional new info was received from the customer subsequent to the initial report. The perclose a-t (the closer ak) device was used after a diagnostic procedure. The access site was confirmed in the common femoral artery. It was reported that the device broke in two pieces. The pt was taken to surgery for femoral artery exploration and removal of the foreign body under local anesthesia. The pt was discharged home in 12/02 and is doing "well" to date.

Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device after an unspecified procedure. It was reported that the physician encountered "heavy" resistance during deployment and when attempting to remove the device from the artery. It was reported that the device broke at the section where the guide meets the distal guide. The pt was taken to surgery for device removal. It was reported that the pt is doing "well". Multiple attempts have been made to obtain add'l info from the customer but no info has been made available.